Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guiding catheter, 2 implanted mitraclips. The clip remains in the anatomy and the customer reported the clip delivery system device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system (cds 40516u1/09) referenced is filed under a separate medwatch report.

Event description:
This is submitted to report the clip (40501u1/07) detached from one leaflet, and remained on the other leaflet which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a history of prior cardiac surgery. There was a leaflet flail in the posterior 2 (p2) segment. Both leaflets had a severe prolapse, in the p2 and the anterior 2 (a2) segments. One clip was implanted and the mr was reduced to 2-3. The second clip delivery system (cds 40516u1/09) was advanced to the mitral valve. Resistance was noted during removal of the lock line; however, the clip was deployed and the mr was reduced to 2-3. The third cds (40501u1/07) was advanced to the mitral valve and the clip was implanted. The mr was reduced to 1-2. It was noted that visualization was difficult it was very difficult to separate the clips and the mitral valve segments during the leaflet insertion assessment. Additionally, due to the first and second clip already implanted, the leaflet assessment of the third clip was difficult. After deployment, the clip detached from the posterior leaflet, remaining on the anterior leaflet (single leaflet device attachment/slda). The mr increased to 2-3. No additional treatment was performed. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions, as the reported challenging leaflet anatomy (posterior leaflet flail and bi-leaflet prolapse), difficulties with visualization, and difficulties with leaflet assessment likely contributed to the clip becoming detached from the posterior leaflet. There does not appear to be any evidence of a product quality deficiency associated with the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history database indicated there had been no similar slda incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.